Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion errors were not reproduced. The flowline performed ultrasonic sensor us occlusion testing and the device passed. Upstream calibration values were in specification. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor lifted and peeling. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had upstream occlusion errors during testing in the biomedical service department. There was no patient involvement. No additional information is available.